Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a female patient (57kg) underwent a right sided atrial flutter (r-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation steam pops occurred. Intracardiac echo (ice) was checked, and no pericardial effusion was found. 40 minutes later, when the procedure was finished, a 1 cm pericardial effusion was seen on the interior heart border via ice. Cardiac tamponade was confirmed by transthoracic echo (tee), and pericardiocentesis was performed on which 1100cc of fluid was removed. Hemoglobin was tested during pericardiocentesis and was found to be low due to lost blood volume, so patient received blood transfusion. Prolonged hospitalization was required, the patient left procedure room with pericardial drain in place and was moved to the intensive care unit (ICU) for observation to ensure bleeding did not start again. Then afterwards, they would resume the patient¿s usual anticoagulation protocol and keep her for another day to make sure there was still no bleeding after her anticoagulation was restarted. Patient¿s condition improved. Physician¿s opinion regarding the cause of the adverse event is that it occurred due to the steam pop presented during the ablation, possibly due to catheter being wedged in the tissue. Transseptal puncture was done with an abbot brk needle. The thermocool® smart touch® sf bi-directional navigation catheter was used at 50w and 15cc/min flow setting during ablation. No error messages were observed. Graph, dashboard, vector and visitag were used as force features. The visitag settings were 3mm range, 3sec time, 3mm tag size. Respiratory adjustment was used as additional filter with the visitag module. Tag index was used as coloring option.